Event description:
It was reported that the caller had 3 sons with deep brain stimulation (dbs). It was noted that one son, whom wasn¿t identified, had a reading of >40,000 ohms, ¿a wide open circuit.¿ it was noted that the first doctor involved with the event wanted to replace the device and leads. However, a second doctor involved with the event did not recommend the replacement. It was noted that before the son had a chance to see the second doctor, the ¿entire issue resolved itself with no intervention.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).